Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. Visual examination of the unit showed no signs of blockage in the delivery tubing. A functional flow test was subsequently performed on the unit. After fill, flow readily observed. Flow continued without stopping. The flow rate was also found within the specification. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report of one (1) infusor lv5 device which reportedly stopped delivering during patient use at the patient home. When the patient was connected at the hospital, delivery was observed, but the delivery stopped condition occurred during infusion. There was patient involvement but no patient injury and medical intervention. The device was filled with 5-fluorouracil and saline. No additional information is available.